Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the patient developed a skin reaction with an infection. The patient developed redness, inflammation, blisters, pus, and drainage at the needle puncture site. The patient had itching sensation and soreness in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a physician who performed an incision and drainage (I and d, wound stitching, a wound culture, and prescribed triamcinolone acetonide cream and an oral antibiotic medication (clindamycin one unspecified tablet in the morning and one at night for seven days) for the infection. At the time of the report, the patient was doing well, and the reaction site healed after treatment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.